Event description:
It was reported that the coil prematurely detached inside of the microcatheter. There were no clinical consequences to the patient. No additional information was provided.

Manufacturer narrative:
The subject device has not been returned.

Event description:
It was reported that the coil prematurely detached inside of the microcatheter. There were no clinical consequences to the patient. No additional information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the coil was returned broken off of the delivery wire. The main coil was noted to be kinked and tangled. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event and observed damages. Therefore, a cause of operational context has been assigned to this event.